Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
According to dr. (B)(6), during the deployment of sems, as soon as 2 cm of the stent was delivered, it got stuck and when an attempt was made to remove the delivery system, the stent broke. The broken stent was removed with the help of forceps and the case was completed using another stent. As per hospital norm delivery system and ruptured stent were discarded.